Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination and provided a quote for the repair via email on (B)(6) 2022. As of the date of this report, there has been no response to the recommendation of repair.

Event description:
Cardioquip service was notified via email that the internal tubing of the facility's devices has brown discoloration present around the hose clamps. An internal water pathway replacement was recommended by director of operations/epidemiologist, and the customer requested a quote be sent for all full-size devices to address the issue